Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 412 mg/dl and dehydration; cause was not known. Customer administered a manual injection to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the following day. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.